Manufacturer narrative:
Device eval summary: device eval of monitor has been completed. The reported problem was confirmed. The monitor was getting a code 32 because of corrupted flash memory. The monitor was reprogrammed and after it was fully functional. The monitor has been returned to lifecor 13 times with no pertinent complaints. The monitor was retested and restocked. The root cause of the memory corruption is unk but is likely random component failure. No adverse event resulted from the memory corruption. The tm received a replacement monitor.

Event description:
A lifecor territory manager (tm) contacted lifecor customer support to report that while he was setting up a new pt's info the monitor gave him a wrench code 32. He removed and replaced the battery pack and the monitor produced the wrench code again. Support sent the tm a replacement monitor.